Event description:
It was reported that the access sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but it did not meet release criteria. While attempting to partially recapture the closure device the was became kinked, and the closure device could not be recaptured. The physician deployed the closure device in the laa and successfully implanted the device in the laa of the patient. There were no patient complications that were reported to have occurred from this event.